Manufacturer narrative:
The unit had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. Customer reports that the up and down buttons are not responding and numbers on screen display are scrolling by themselves. Customer's blood glucose was 19.5 mmol/l, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.